Manufacturer narrative:
H3, h6) the 960-523 drill guide bit instrument was returned to the manufacturer for evaluation. As reported, the knob has separated from the trocar. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the welded knob came off the inner trocar of the universal drill guide (udg) pre-case during setup, before incision and after anesthesia had been administered. No issues were noted by central sterile services department (cssd) during cleaning/sterilization. A different trocar was used and the surgery proceeded as usual without delay or discontinuation of navigation. There was no delay, and no patient impact.